Event description:
It was reported that the patient had a full replacement. Approximately 6 months ago the patient suffered a fall and struck his neck and suffered a vocal cord injury. It was noted that no attention was placed on the vns at that time. The patient returned to neurologist approximately 4 months later and high impedance was seen on the vns. On the date of full revision, prior to surgery the device was interrogated and diagnostic test ran and showed high impedance. The surgeon first replaced the generator but impedance still showed high. Then the lead was replaced. The old lead was cut and old coils left. Impedance was ok after full replacement. The suspect device has not been received by the manufacturer to

Event description:
The suspect device was received by the manufacturer. Product analysis has not been completed on the suspect device to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the suspect device. The reported ¿lead fracture¿ was not verified in the pa lab. Continuity testing found no breaks in the lead. Abraded openings in the inner and outer tubing were found, with the dried remnants of body fluids within the tubing. No other anomalies were found, beyond typical wear/explant-related observations. The coils were stretched and wavy in some locations, likely due to explant. Note that since a portion of the lead, including the electrode array, was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.